Event description:
It was reported that the patient called to report the device alerting every three hours to indicate an integrity issue with the right ventricular (rv) lead. The integrity alert occurred ten days after being in a car accident and receiving multiple shock therapy from the device. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.